Event description:
It was reported that this right ventricular lead was explanted due to infection. Areas of calcification and adhesions were observed during the explant surgery. No further adverse patient effects were reported.